Event description:
It was reported that a malfunction alarm occurred while changing the cartridge and filling the tubing. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.